Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead, which was prophylactically removed during the procedure, was returned and tested out of specification during manufacturer's analysis.